Event description:
Patient reported left side with" for the left breast, that when lies down, the breast ¿slips¿ to one side and the prosthesis to the other (sip), pain and capsular contracture baker grade iii" devices remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma late.